Manufacturer narrative:
Correction to the field h6: device codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The review completed on the device history review (DHR) for this console confirmed that it met specification prior to release. According to the device instructions for use (IFU): warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber break. However, without proper evaluation of the device, it remains unknown the most probable cause that contributed to the event. Based on the information available, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, there was smoke at the entry point of the scope and the fiber body broke off. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a procedure, there was smoke at the entry point of the scope and the fiber body broke off. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The review completed on the device history review (DHR) for this console confirmed that it met specification prior to release. According to the device instructions for use (IFU): warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, there was smoke at the entry point of the scope and the fiber body broke off. The procedure was completed using another fiber without patient complications.